Event description:
It was reported that the patient presented in clinic via merlin.net and a notifier alert was noted. The pulse generator exhibited high impedance measurements. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.